Event description:
On post-op day 2, the patient noted the right breast tissue expander deflated while showering. The patient was examined the following day and attempts were made to refill the expander with 600ccs of injectable saline. However, approximately 3 minutes after injecting the saline, the patient's lower breast drain was noted to be full of saline. The patient was taken back to the or the following day for removal and replacement of the expander. Upon externalizing the tissue expander, 2 small holes were noted at the 6 o'clock tab.